Event description:
A customer reported to baxter (B)(4) of a dual luer lock cap in which a patient came from home to the hospital with a leaking cap. The process step was during use. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. A batch review cannot be performed since there was no lot number provided. Once the sample is received and evaluated a follow-up report will be submitted.